Event description:
It was reported that during a laparoscopic gastric bypass there was bleeding noted on the puch. Endoscopy revealed an air leak at that location. The devie fired an incomplete staple line. The leak was repair and the case completed with a similar device.